Event description:
It was reported that this patient received a shock for supraventricular tachycardia (svt). When the shock occurred, an error was triggered. This indicated that a low shocking lead impedance was measured, during the shock delivery, as a short circuit condition was detected. The cardiac resynchronization therapy defibrillator (crt-d) was removed and replaced. During the replacement, the right ventricular (rv) lead was found to be scarred into the other leads. Thus, the lead was abandoned surgically and will not be returned. No additional adverse patient effects were reported.